Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary according to the information provided, it was reported that during a foot and ankle procedure, when the anchor was inserted, the inserter cut through the sutures and so the anchor had to be left in the bone. The complaint device remains implanted, therefore unavailable for a physical evaluation. Since the complaint device is still implanted, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l68297] number, and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported by the affiliate via email that when the micro qa+ #4/0 eth p-3 anchor was inserted (during a foot & ankle case), the inserter cut through the sutures and so the anchor had to be left in the bone and another one was used. It was reported it didn¿t cause any harm to the patient, but it added 10 minutes onto the case. The inserter can be returned, but the anchor is in the patient.